Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." The reporter's strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 11 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.8 inr. At 12 p.m., a sample from the patient was tested in the laboratory using dade innovin reagent, resulting with a value of 2.7 inr. The 2.7 inr value was believed to be correct. The patient's warfarin medication remained unchanged based on this result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks.